Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: during investigation, the cartridge compartment was found to be cracked. A test cartridge cap was still able to tighten and be removed from the pump. Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the cartridge compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.